Event description:
It was reported that the graftmaster stents were being used to treat a perforation that occurred in the heavily calcified left anterior descending artery and the first diagonal after rotablation and dilatation had been performed. Three graftmaster stents were deployed successfully for treatment of the perforation, a 3.0x12 mm, 3.5x12 mm and a 3.0x16 mm; however, on angiography it was noted that the distal part of the perforation was not sealed. An attempt was made to cross the previously deployed graftmaster stents with a 3.5x16 mm graftmaster stent delivery system; however, it would not cross through the deployed stents. Long inflations with a balloon catheter were performed to treat the remaining perforation site successfully. The patient is reported to be well. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency the 3.5x16 mm graftmaster stent is being filed under a separate medwatch MFR number.